Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge displayed a charge of 60% then immediately dropped to 0% and shut off unexpectedly. The customer charged the pump and was able to turn the pump back on with a displayed charge of 60%. However, the battery gauge then dropped down to 5%. There was no impact to the customer's blood glucose level.